Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 499 mg/dl, which was treated via insulin pump bolus and manual insulin injection. During troubleshooting there were no anomalies were noted. The displacement test was completed successfully. A prime attempt was initially failed, but after the customer disconnected and reconnected the infusion set a manual prime was successful. The prime was repeated for a third time and insulin exited without incident. The insulin pump was not returned for analysis.